Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with ketones present; bg value was not provided. Subsequently, the customer went to the emergency room and was then hospitalized. The high bg was treated with a bolus via the pump as well as a manual injection. The cause of the elevated bg is unknown. The customer remained in the hospital for four hours and was then released in a stable condition. The pump was replaced to address the issue.